Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received compromised force system alert alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force system alert test, excessive no delivery test and occlusion test or compromised force system alert for motor error alarm due to compromised force system alert alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 21 mmol/l. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.